Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The diffused 90% stenosed target lesion was located between the left main coronary artery (lmca) and the apical region of the left anterior descending (lad) artery. The lmca and the lad were severely stenosed and severely calcified. After pre-dilating with an unknown device, the physician deployed a 3.0x16mm taxus element stent in the lmca to the proximal lad. Then the physician placed a 2.5x16mm taxus element stent in the proximal lad to the mid lad. A 2.5x20mm taxus element stent was deployed in the mid lad. Next the physician attempted to advance a 2.5x12mm taxus element to the distal lad, but could not cross the previously placed stent in the mid lad. The physician removed the 2.5x12mm taxus element stent and observed that the stent was flared. The physician attempted to advance a 2.5x13mm promus stent to the distal lad, but again was unable to cross the previously deployed stent. The physician cancelled attempting to stent the apical region of the lad and completed the procedure with angioplasty. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The diffused 90% stenosed target lesion was located between the left main coronary artery (lmca) and the apical region of the left anterior descending (lad) artery. The lmca and the lad were severely stenosed and severely calcified. After pre-dilating with an unknown device, the physician deployed a 3.0x16mm taxus element stent in the lmca to the proximal lad. Then the physician placed a 2.5x16mm taxus element stent in the proximal lad to the mid lad. A 2.5x20mm taxus element stent was deployed in the mid lad. Next the physician attempted to advance a 2.5x12mm taxus element to the distal lad but could not cross the previously placed stent in the mid lad. The physician removed the 2.5x12mm taxus element stent and observed that the stent was flared. The physician attempted to advance a 2.5x13mm promus stent to the distal lad, but again was unable to cross the previously deployed stent. The physician cancelled attempting to stent the apical region of the lad and completed the procedure with angioplasty. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: an examination identified distal stent damage. Struts on the first row from the distal end were raised distally. Struts on the second row were misaligned. The outer diameter (od) of the damaged section was measured at 1.5 mm. The od of the stent area where no damage was present was measured at approximately 0.98mm. The tip was slightly flared. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile. Kinks were present throughout the entire length of the hypotube. Solidified blood was present within the entire length of the guidewire lumen. Solidified contrast media was present within the entire length of the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. From the information available, this device was not used per the dfu / product label. The complaint report states that this device was intended for a lesion distal to the implanted stents. The dfu states that when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the more proximal lesion(s). The complaint report also states that resistance was encountered while advancing the device to the lesion. The dfu states that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. (B)(4).

Manufacturer narrative:
Device is combination product.(B)(4).